Event description:
Patient received #2 dose out of #3 dose of cytarabine started at 2218pm. The chemotherapy normally runs for 2 hours, but with occasional pharmacist overfilled of fluid bag, I ran the chemo over 2.5 hours with the intention of the chemotherapy ending 0045am. At the hours of 0045am, the chemotherapy appeared to be half completed, therefore, I thought it perhaps was overfilled, so therefore added more time. I confirmed the chemo was dripping, 30 mins later I checked, and the bag continued to show no progression of the infusion. Therefore, I changed the pump and within minutes I noticed the chemotherapy bag ml was being infused. It appears the IV pump was damaged therefore delaying my patient¿s chemotherapy administration that finally finished infusion at 0300am.